Event description:
The pt said he was asleep and when he woke, the paramedics were there. The pt said he "felt crappy" at the time of concern. The pt said he was not clear of his actions prior to his receiving medical attention. The pt did not know the result obtained by the paramedics. The pt was treated with an IV. No further info regarding the pt's treatment was provided. No info regarding the pt's diabetes treatment regimen was provided. Insufficient info was provided to conclude that the pt experienced injury and medical intervention due to hypo or hyperglycemia. The pt told the customer care rep (ccr) when testing with the product, he could see blood filling the test strip, but no result displayed. The date the pt last tested with the product was not provided. The ccr walked the pt through retesting with a new test strip and a new vial of test strips; the test did not start with either attempt. The meter, test strips, and control solution were replaced.